Event description:
A customer reported encountering a display issue with their pump, characterized by a blue halo surrounding the screen. There was no adverse impact on the customer's blood glucose level. The customer continued using the pump for insulin therapy.